Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer experienced issues in the or (operating room) with anesthesia providers alleging that pumps are "not flowing correctly ". There was patient involvement, but the outcome is unknown.

Event description:
It was reported that customer experienced issues in the or (operating room) with anesthesia providers alleging that pumps are "not flowing correctly ". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: relevant tests/laboratory data and manufacturer narrative. Investigation summary: the complaint that pumps are "not flowing correctly " was not confirmed with the information provided via email. No devices were returned for this investigation; therefore, inspection, testing and log review could not be performed. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.1 states in its warnings and cautions to avoid the following conditions that can cause a faster flow than expected (over infusion): avoid positioning the pump module above the patient heart level. Avoid hanging the solution container higher than 21 inches above the top of the pump module. Avoid flow rates below 1 ml/h when room (environmental) temperature is from 30 °c up to 40 °c (86 °f up to 104 °f). Standard temperature range is 20 °c ±2 °c (68 °f ±3.6 °f). The user manual also states to avoid the following conditions that can cause a slower flow than expected (under infusion): avoid positioning the pump module below the patient heart level. Avoid hanging the solution container below the pump module. Avoid using small inner diameter catheters with high viscosity solutions at flow rates above the rates listed in the recommended flow rates by catheter size and type of infusate on page 122 (can cause back pressure). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that pumps are "not flowing correctly " was not determined as no devices were returned for the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.